Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: one sample (model #mz9270) and one syringe were returned by the customer. It was reported by the customer "when new lines were being hung tpn line was beeping occluded immediately, trifuse was noticed to be completed blocked from the tpn port". The set was examined for defects and abnormalities. No defects or abnormalities were observed. A bd primary set primed with saline, and then connected to the returned set to be primed with saline. The returned set was unable to be primed. There was no flow from the set. The set was attempted to be flushed with saline using the returned syringe. The set was unable to be flushed. The set was further examined under magnification where an excess of solvent can be observed on the distal end of the filter where the tubing is connected. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. After further investigation, the potential root cause of occlusion between the tubing and filter can be related to the incorrect application of solvent (excess) and no flow test performed in the model during the production process so that the assembler may detect the presence of excess solvent. For corrective and preventive actions, the failure mode was addressed and as part of the actions taken: ¿ a memo was created on may 16th, 2023 to communicate the failure mode found and reinforce the correct follow up to the instructions described, use air fixtures, follow the one piece flow and report any opportunity with the equipment. ¿ a quality alert was created and communicated on may 19th, 2023 to reinforce the performing of the flow test in the 3 connections during the production process. A device history record review could not be performed on model mz9270 because a lot number is unknown.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: our clinical team has reported a defective trifuse item mz9270 on 3/6/23. Event described as ¿when new lines were being hung for the night tpn line was beeping occluded immediately. Trouble shooting was done and trifuse was noticed to be completed blocked from the tpn port. Tpn was re-primed through new trifuse.¿

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: our clinical team has reported a defective trifuse item mz9270 on (B)(6) 2023. Event described as ¿when new lines were being hung for the night tpn line was beeping occluded immediately. Trouble shooting was done and trifuse was noticed to be completed blocked from the tpn port. Tpn was re-primed through new trifuse.¿